Event description:
Hcp reported the pt had open areas on the right scalp, right posterior ear and right chest with exposed wire. The right thalamic stimulator was removed and antibiotics started. The organism reported was diphtheroids and staph aureus. The device was explanted and returned to the MFR for analysis. A follow-up report will be sent when add'l info is received.